Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2012, a patient underwent a port placement procedure using powerport clearvue isp on the right chest wall. Post the procedure, the port was removed on (B)(6) 2026. During removal, it was found that the port diaphragm had separated from the body of the port. The catheter was intact. The port removal was not part of a normal procedure; it was specifically performed due to neck pain during flushing and signs of impending skin erosion. Reportedly, the port reinsertion/replacement was postponed for several days to ensure that the port site was not infected. The current status of the patient is that a new port has been placed and is functioning well without concerns.